Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump alarmed power error detected. Blood glucose level at the time of the incident was 180 mg/dl. Troubleshooting was performed and it was advised that the insulin pump would be replaced. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Insulin pump was not received stuck in manufacturing mode. Insulin pump passed sleep current measurement, active current measurement, self-test and displacement test. Insulin pump trace download analysis confirmed the insulin pump alarmed power error alarm. The power management tool confirmed power error alarm was triggered battery loaded voltage (loaded vlith) was less than 3.5v for 4 consecutive hours due to connector resistance printed circuit board. After disconnecting and reconnecting the internal battery connector on printed circuit board, the insulin pump was monitored and functioned properly. Unit was received with cracked battery tube threads, stained/faded serial number label, scratched case and minor scratched lcd window.